Event description:
It was reported to arjo representative that there was an incident with the involvement of maxi move passive floor lift and maa4031m-l toilet sling. (Serial number (B)(4)). Following information provided, during patient's transfer from the bed, the right shoulder clip detached from the spreader bar attachment point. As the consequence of the event the resident fell out of the sling to the floor. The resident was immediately taken to the hospital where it was confirmed that the left hip fracture and fractures of c-5 and c6 disc were sustained.